Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 900 mg/dl. The customer was unable to troubleshoot at the time of the call. The customer initially called for assistance with the carbohydrate ration. Advised the customer to call back for troubleshooting at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.